Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the upstream sensor was failing (low fluid numbers). This part is a known contributor to false "air-in-line" alarms and has been replaced.

Event description:
During review of the event history log, it was determined that a repeating pattern of "air-in-line" alarms suggests that the device was falsely alarming for "air-in-line". The occurrence suggests a device malfunction. Any pt involvement, injury or med intervention is unk.